Manufacturer narrative:
This report is submitted on july 25, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
It was reported that the patient was reimplanted with another cochlear device, following explantation on (B)(6) 2017. Prior to explantation, a CT scan was performed on (B)(6) 2017, and it was determined that the majority of the electrode lead had migrated into the semicircular canal, resulting in a lack of performance with the initial device.